Manufacturer narrative:
The pump was not returned for evaluation. Review of the controller log files was not performed since log files were not available for analysis. The reported event could not be confirmed due to insufficient evidence. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course.  There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to hospital for suspected pump thrombosis given elevated pump power and hemolysis markers. The patient was treated with heparin drip and underwent administration of tissue plasminogen activator (tpa) 20mg. The patient was discharged home on high dose lovenox regimen but pump power and lactate dehydrogenase (ldh) remained elevated and therefore readmitted for heparin infusion and thrombolysis therapy. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.